Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, micro-bubbles appeared on the surface of the implant. The patient's refraction was impaired with flickering and the implant was explanted and re-implanted with the same lens model 29 days following the initial procedure. Additional information was received, inflammatory deposit on implant was observed after the initial implantation of iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned inside a small plastic specimen jar. Viscoelastic and blood were dried on the lens. The optic was torn (or cut) beginning at the optic edge and extending beyond the optic center. Splintering cracked damage occurred at the line of torn optic damage. The optic edge was broken. The broken piece of optic was not returned. The anterior optic surface has two areas that were cracked near the edge. Directly opposite these areas on the posterior surface, additional cracked optic damage was observed. The lens was cleaned with klrp (klotho-related protein) for further evaluation. One haptic was chipped on the gusset anterior surface and gouged on the distal anterior surface and edge. The reported micro bubbles were not observed. It is unknown if the areas of cracked optic damage were interpreted as the reported micro bubbles. Associated product information was not provided. The explanted lens was returned and severely damaged. The lens was cleaned. There were no micro bubbles observed. It is unknown if areas of the damaged optic were interpreted as the reported micro bubbles. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company 20.5 diopter lens was removed and replaced with another company 20.5 diopter lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).